Manufacturer narrative:
No sample or valid lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that dull knives continue to originate from the facility's custom packs. Procedure details and patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
Additional information: the affiliate office received complaint samples which confirmed that this report involved knives produced by a third party contract manufacturer and not the manufacturing site originally submitted on the original regulatory report. The investigation of the returned samples will now proceed under a new investigation and regulatory report number 1644019-2016-01170. (B)(4).